Event description:
The complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad did not sustain physical damage. All buttons on keypad are intermittently responsive/springs back when pressed. There was evidence of keypad adhesive found under all key contacts.